Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection somewhere along the system. The entire system was explanted. Patient information was not obtained. Device information was not obtained. Any additional information received will be included in a supplemental report.